Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had pause and brady episodes. The device triggered episodes when r waves were under sensed. Programming changes were discussed, no intervention was performed. The patient was asymptomatic to this event.